Manufacturer narrative:
The product was not available for return. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. The doctor indicated that the event could be due to the patient using the lenses as extended wear (despite a daily wear prescription), allergies or the patient's diabetes. The doctor does not believe the event is specifically related to the contact lenses. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported experiencing redness after wearing her lenses. She did not remove the lenses and later fell asleep with them in. The following morning, she woke up with redness again, watery eyes, sensitivity to light and pain. At that time the patient did not remove her lenses and went to work. While at work she used eye drops that did not provide relief. The patient then removed her lenses and visited her doctor. Patient states she was diagnosed with hives in both eyes and an ulcer in her right eye. Patient was prescribed vigamox for her right eye only but has been using the medication in both eyes as a precaution. The optometrist verified the patient was diagnosed with a corneal ulcer on her right eye. The optometrist states the ulcer was infectious based on how quickly the ulcer responded to treatment. No cultures were performed. The ulcer was not located in the central 6 mm of the cornea and there is no permanent decrease in visual acuity. The ulcer resolved with treatment. The patient was also diagnosed with giant papillary conjunctivitis (gpc) in both eyes. At this time, patient is no longer under medication and the treatment for the gpc is no lens wear for 3-6 months. The patient over wears her lenses and sleeps in them despite the doctor prescribing the lenses as daily wear. The doctor indicated that the event could be due to the patient using the lenses as extended wear (despite a daily wear prescription), allergies or the patient's diabetes. The doctor does not believe the event is specifically related to the contact lenses.